Event description:
It is reported that the patient was revised due to right knee pain.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Evaluation codes: the device history records for the femoral component were reviewed, indicating the device was manufactured, inspected, and packaged to specification. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Updated information was received via operative and office visit notes the operative notes suggest that alignment and stability during a trial range of motion indicated that the prosthesis was in a good position review of the office visit notes indicate that the patient exhibited an antalgic gait particularly on the right. Revision operative notes have not been returned for review. It therefore cannot be confirmed which components were removed and if there was aseptic loosening as the office notes suggest. Compatibility was verified for the implants and no issues were noted. A product history review concluded that there are no other complaints for any of the part and lot combinations in question. Based on the available information, a definitive root cause remains unknown.

Manufacturer narrative:
Updated information received via revision operative notes. Review of revision operative notes confirms patient underwent a revision right total knee arthroplasty due to aseptic loosening, osteolysis, and quadriceps heterotopic ossification. The femoral component was not loose, but the underlying bone was soft and osteolytic and therefore, the component was also explanted. Underneath the femoral component there was bony significant osteolysis of both the medial and condyles as well as posteriorly and anteriorly. Anteriorly the bone has been eroded away to the point where it was absent up until the diaphysis. The tibial component was found to be clearly displaced into varus and approximately 15 degrees of posterior slope. The component was clearly loose and rocking back and forth. The tibial component was explanted and found that it had clearly debonded from the cement. An osteolytic void was found in the anterior cortex just medial to the tibial tubercle. It was curetted out, but was an uncontained defect. There was also a large cyst medially, but was contained. The package insert states that "loosening or fracture/damage of the prosthetic knee components or surrounding tissues" is an adverse effect. This is therefore a known inherent risk of the procedure. A product history search revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined with the information provided.